Manufacturer narrative:
Biomérieux internal investigation was conducted. Testing via 16s sequencing provided an identification result of aerococcus urinae. Testing via vitek® 2 gp ID test kit also gave results of aerococcus urinae. The investigation confirmed the intended result from (B)(4). Identification to the species aerococcus urinae was obtained on vitek® 2 gp ID test kit . The customer misidentification was not duplicated. The vitek® 2 gp ID test kit is performing as expected.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported a discrepant organism identification on the vitek® 2 gram-positive (gp) identification (ID) test kit while testing an ansm 15bac1 organism (aerococcus urinae). The customer reported granulicatella adiacens. There is no indication or report from the hospital to biomérieux that the discrepant result led to any adverse event related to a patient's state of health. The ansm proficiency sample was not directly associated with any patient. Culture submittal has been requested by biomérieux for internal investigation. An internal biomérieux investigation has been initiated.